Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this right ventricular (rv) lead recorded a low, out-of-range pacing impedance measurement of less than 200 ohms. R-wave amplitudes have fluctuated from 4mv to 25mv. The pacing impedance had decreased gradually while the pacing threshold measurements remained constant at 0.7v. The shock impedance measurements were also normal and consistent at between 70-80 ohms. No noise was produced on the rv lead during troubleshooting. It was also reported that the patient's right atrial (ra) lead exhibited high, out-of-range pacing impedances of greater than 3000 ohms since (B)(6) 2021. P-wave amplitudes were constant around 1.7mv and pacing thresholds were constant around 1.3v. Noise was observed on the ra channel and was significant with patient movements. It was also reported that the left ventricular (lv) lead exhibited variable pacing impedance measurements since implant, moving from 589 ohms to 1291 ohms to 850 ohms; no out-of-range values were observed. Other measurements on the lv lead were within normal range. It was noted the patient had undergone rehabilitation for their right shoulder. The physician was concerned about the rv lead and suspected it was going to break, so a replacement procedure was planned. No adverse patient effects were reported. The device and associated leads remain implanted and in service and the patient continues to be monitored in the remote monitoring system. Technical services reviewed the device data and provided troubleshooting steps to verify lead integrity.

Event description:
It was reported that this right ventricular (rv) lead recorded a low, out-of-range pacing impedance measurement of less than 200 ohms. R-wave amplitudes have fluctuated from 4mv to 25mv. The pacing impedance had decreased gradually while the pacing threshold measurements remained constant at 0.7v. The shock impedance measurements were also normal and consistent at between 70-80 ohms. No noise was produced on the rv lead during troubleshooting. It was also reported that the patient's right atrial (ra) lead exhibited high, out-of-range pacing impedances of greater than 3000 ohms since november 2021. P-wave amplitudes were constant around 1.7mv and pacing thresholds were constant around 1.3v. Noise was observed on the ra channel and was significant with patient movements. It was also reported that the left ventricular (lv) lead exhibited variable pacing impedance measurements since implant, moving from 589 ohms to 1291 ohms to 850 ohms; no out-of-range values were observed. Other measurements on the lv lead were within normal range. It was noted the patient had undergone rehabilitation for their right shoulder. The physician was concerned about the rv lead and suspected it was going to break, so a replacement procedure was planned. No adverse patient effects were reported. The device and associated leads remain implanted and in service and the patient continues to be monitored in the remote monitoring system. Technical services reviewed the device data and provided troubleshooting steps to verify lead integrity. Additional information was received. A revision procedure was planned to replace the ra and rv leads on august 4. It was later reported that the rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted insulation damage at 252-262 mm from the terminal pin. The damage was through to both the rate/sense and distal high voltage lumens, with torn/abraded insulation over the rate/sense conductor also observed. Electrical continuity testing was performed and passed, indicating the conductors were intact and not fractured. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported low impedance measurements and fluctuating r-wave amplitudes were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
This report will be updated when additional information is received.the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead recorded a low, out-of-range pacing impedance measurement of less than 200 ohms. R-wave amplitudes have fluctuated from 4mv to 25mv. The pacing impedance had decreased gradually while the pacing threshold measurements remained constant at 0.7v. The shock impedance measurements were also normal and consistent at between 70-80 ohms. No noise was produced on the rv lead during troubleshooting. It was also reported that the patient's right atrial (ra) lead exhibited high, out-of-range pacing impedances of greater than 3000 ohms since november 2021. P-wave amplitudes were constant around 1.7mv and pacing thresholds were constant around 1.3v. Noise was observed on the ra channel and was significant with patient movements. It was also reported that the left ventricular (lv) lead exhibited variable pacing impedance measurements since implant, moving from 589 ohms to 1291 ohms to 850 ohms; no out-of-range values were observed. Other measurements on the lv lead were within normal range. It was noted the patient had undergone rehabilitation for their right shoulder. The physician was concerned about the rv lead and suspected it was going to break, so a replacement procedure was planned. No adverse patient effects were reported. The device and associated leads remain implanted and in service and the patient continues to be monitored in the remote monitoring system. Technical services reviewed the device data and provided troubleshooting steps to verify lead integrity. Additional information was received. A revision procedure was planned to replace the ra and rv leads on august 4. It was later reported that the rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.